Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore the exact cause of the reported event could not be conclusively determined. According to the attached photos, it was confirmed that the probe was broken. The device history record for the lot indicated no anomaly with the event-related items below. *ultrasonic output *appearance we could not specify the cause because we could not confirm the device. However based on review of device history record. From a past similar case, the probe possibly broke off due to contact with a surgical instrument or the non-insulated area of grasping section. The detailed mechanisms are shown below. <contact with non-insulated area of grasping section> 1. Ultrasonic output was activated while grasping a tissue with the tip of the grasping section. The tissue pad came in contact with the probe. As a result, the pad was worn away. 2. The tissue pad was worn away, causing the grasping section to touch the probe. 3. Ultrasonic output was activated under this situation, the scratches indicating that the probe and grasping section were in contact with each other were made. 4. The probe received an output load in ultrasonic mode or received a load when grasping tissue. As a result, the probe cracked from the scratch. 5. The probe broke when added some load. <contact with a surgical instrument> 1. During output in ultrasonic, the probe came in contact with metal or a surgical instrument. A scratch was made on the probe. 2. The probe received an output load in ultrasonic or received a load when grasping tissue. As a result, the probe cracked from the scratch. 3. The probe broke when added some load. The instruction manual contains the following warnings that relate to the reported event. *the sonicbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/split/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone. *do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. * do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. *when cutting or vessel sealing is performed, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.

Manufacturer narrative:
The subject device referenced in this report was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During a hepatectomy, the subject device was used. After 3 minutes of use, the probe of the subject device broke off and fell inside the patient. The fragment was retrieved. It was also reported that the tissue was not completely cut off but the tissue pad was burned out. The intended procedure was completed with another device. There was no patient injury reported. This is the report regarding the breakage of the probe.